Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). (B)(6). The initial reporter email is not available / unknown. The healthcare professional reported that during the coil embolization procedure of a major aortopulmonary collateral artery, the galaxy g3 3mm x 8cm coil (gly120308 / l12137) could not be winded as intended. The coil did not make the adequate shape. The physician attempted to resheath the coil, but the sheath introducer became damaged and the coil could not be resheathed. It was confirmed that the device inner packaging was not damaged, prior to use, there was no observable damage noted on the coil. The device was stored, inspected, and prepped per the instruction for use (IFU). The coil delivery system was prepped without any difficulty and it was reported that the user did not apply excessive force during unsheathing or the resheathing attempt. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the galaxy g3 coil is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l12137) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided in the complaint and without the product available for analysis, the reported issue by the customer cannot be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue related to the inadequate windedness or the ability of the of the galaxy g3 3mm x 8cm coil to form the adequate shape in the target vessel. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a major aortopulmonary collateral artery, the galaxy g3 3mm x 8cm coil (gly120308 / l12137) could not be winded as intended. The coil did not make the adequate shape. The physician attempted to resheath the coil, but the sheath introducer became damaged and the coil could not be resheathed. It was confirmed that the device inner packaging was not damaged, prior to use, there was no observable damage noted on the coil. The device was stored, inspected, and prepped per the instruction for use (IFU). The coil delivery system was prepped without any difficulty and it was reported that the user did not apply excessive force during unsheathing or the resheathing attempt. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the galaxy g3 coil is not available to be returned for evaluation.